Event description:
It was reported the patient expired after receiving inappropriate shocks. A report from (B)(6) suspects that the lead may have contributed to the death. No further information was given.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.